Manufacturer narrative:
6/24/1998-supplemental report #1 sent to FDA. Device not rec'd for eval.

Event description:
The device was used during a laparoscopic cholecystectomy procedure. Reportedly, the clips did not form properly. The hosp has not provided any add'l info.